Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported the patient received inappropriate therapy due to t wave over-sensing associated with the device algorithm and lead. Re-programming was performed and both remain in use. No further patient complications have been reported as a result of this event.